Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(4) study. It was reported that patient underwent left total hip arthroplasty on (B)(6) 2003. During post operative monitoring and testing, fluid and malpositioned cup were noted. The fluid on the posterior lateral quadrant of the left hip measured 20.5x45.5x42.3 mm. These findings were found during follow up testing; there were no symptoms reported by the patient. There has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿